Event description:
It was reported that during a device change-out procedure on a pacemaker dependent patient, the physician changed the lead polarity before the implant and when old device was ready for replacement, it was disconnected from the lead and the new device was quickly connected, but pacing failed. The new device was disconnected from the lead and the original old device was re-connected again, but pacing was still not present. The physician connected surgical cable to the lead and successful pacing was restored. Adrenalin was administrated to the patient and an intrinsic rhythm of 70 beats per minute was observed. The new device was connected again and when the rhythm slowed below the programmed lower rate the device started to pace. The physician tried to interrogate the device with two different programmers, but telemetry failed. A second replacement device was programmed to bipolar configuration and connected to the lead. Pacing was present immediately, but no telemetry was established. It was noted during the procedure the electrocautery was in passive mode. At this point the electrocautery and x-ray were turned off and telemetry was restored. The second replacement device was implanted and remains in use. The programmers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).